Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reference report 3012447612-2022-00216.

Event description:
It was reported that during an inventory check, a surgeon noticed 2 out of 4 implants did not match the labelling on the original packaging. When comparing the other two rods, they could see that they have more than 100 degree angles. This is report one of two for this event.

Event description:
It was reported that during an inventory check, a surgeon noticed 2 out of 4 implants did not match the labelling on the original packaging. When comparing the other two rods, they could see that they have more than 100 degree angles. This is report one of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the products were not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the lot numbers were not provided, so the dhrs were unable to be reviewed. Potential root cause: a definitive root cause cannot be determined with the information provided. The root cause is being evaluated in detail in a scar. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.